Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The system was tested in all vectors and postures with noise able to be reproduced when the patient raising their arms and twisting. The device was then reprogrammed to the secondary vector with two times gain to mitigate further oversensing. The patient was then hospitalized with the expectation of the system to be explanted and replaced, however; currently remains in service. No additional adverse patient effects were reported.